Event description:
Plaintiff reports initial bilateral implantation 8/18/76. Plaintiff alleges " injuries as a result, implants containing or consisting silicone, silicone gel and/or an elastomer made of silicone."